Event description:
Reporter alleged when going to a routine doctor appointment, obtaining a result of 222 mg/dl on his advantage system compared to the doctor's measurement of 94 mg/dl when testing was performed a few seconds apart. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.